Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge the insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image. It was reported while customer was swimming, the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. Troubleshooting was performed however, the insulin pump and will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace, history, and comlink3 files using thus. A review of the pump history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm occurred however, the following alarms were found: long trace file: 10/5/2022: pump error 24 alarm 10:20:00, pump error 63 alarm 10:29:51, pump error 28 alarm 10:29:59, pump error 63 alarm 10:29:59. Detail trace file: 10/5/2022: three (3) pump error 63 (line number 341 file number 522 variable 0c) alarms 10:29:15, 2x 10:30:06. The pump was cut open to perform a visual inspection. Moisture damage and corrosion were found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, keypad flex cable, motor, motor flex cable, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained serial number label, and pillowing keypad overlay. Critical pump error (open book image), pump error 24, pump error 28, and pump error 63 alarms are confirmed due to the extensive moisture damage on the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.